Manufacturer narrative:
Philips was advised that on january 6, during labor, the fetal heart monitor could not detect uterine contractions due to an insensitive contraction probe. Another fetal heart monitor was immediately used to complete monitoring. Additional information was requested to identify the attached probe/transducers, but no additional identification information was provided. Philips was advised that the hospital sought the services of a third-party to repair the uterine contractions probe, and the equipment resumed normal operation. No additional information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported the fetal monitor could not detect uterine contractions due to an insensitive transducer probe, so the monitor was exchanged immediately to continue monitoring. The patient was admitted for termination of the pregnancy at 38 weeks two days and uterine contractions could not be measured adequately. The customer indicated this issue could have led to inadequate observation during labor and rapid delivery. In addition, the feedback form indicated this was a serious injury with the injury being an increase in cesarean section rate; however, this patient did not have a cesarean for this event. It was clarified there was no actual harm to the patient.